Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the idrive was articulated to the left and closed on the stomach. The surgeon fired the device and mid way through the firing, the jaws of the reload articulated back to the neutral position without the surgeon pushing the articulation button. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 mins. Peristrips reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/24/2015.